Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer replaced the sodium, potassium and chloride electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous high patient results for sodium, potassium and chloride on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.